Event description:
"It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) pacing percentages show 29 percent for the left ventricular pacing. Technical services (ts) was consulted due to questions with current programming with auto lead detect. Ts provided troubleshooting and programming recommendations. At this time the device and lead remain in service. No adverse patient effects were reported. Received additional information the right atrial (ra) lead exhibited low impedance measurements, and oversensing of atrial pacing was observed on the non-(B)(6) left ventricular (lv) lead. The physician elected to remove the device from the pocket leaving the ra and lv leads intact. The physician removed the non-(B)(6) right ventricular (rv) lead is1 port plug from the rv port. The right atrial (ra) lead was also removed from the ra port and the physician then placed the ra lead into the rv port for approximately ten seconds. This allowed the device to register two impedance measurements within range at 350 ohms and to stop the rv port from searching for a lead. The ra lead was then removed from the rv port and placed back into the ra port with the set screw tightened. Afterwards, the rv port plug was placed back into the rv port. All lead measurements were normal after this correction was completed. The device was secured back into the pocket and the procedure was completed successfully. The patient will return to clinic in one month for follow up. The device and leads remain in service. Outside of the surgical procedure, no adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).